Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. Device was received with cracked battery tube threads, reservoir tube lip, display window corner, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.